Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. The rep reported that they were in the operating room (or) with the patient for the full implant. The caller was already on the second ins and second lead when they called technical services. The caller reported impedance issues with the systems. The caller noted that all contacts with 3 were >4000, all contacts with 2 were >4000, all contacts with 1 were >4000 and everything with 0 except the case were >4000. It was confirmed the lead was seated completely and snug in the header. The agent had the caller run programs 1-4 with cycling and got movement on program 1 and program 4 and out of regulation (oor) around 1.0 on program 2 and program 3. The agent reviewed the use of program 1, program 4 and c0. The caller noted when the lead was tested alone all was great. The caller noted they were going to go back to the other ins and repeat the programming and call back if needed. No additional questions were asked as caller was in or. The rep submitted an mpxr report on 2026-apr-22 regarding the same events. They reported a high impedance issue, where they tried a new lead and 3 new batteries, called technical services, but were not able to resolve impedance issues. They reported that the lead was placed, and proper motor responses were observed for both bellows and toe on all 4 electrodes. The battery was placed, and impedance check showed impedances. They rechecked, and it still showed impedances, so they removed the lead, placed a new lead, placed the battery, checked impedances again, and the same thing occurred. They removed the battery, tried a new battery, and impedances still remained. They opened a 3rd battery, and had the same result. They removed the 3rd battery, rechecked motor responses with an ens and stimulation cable, and motor responses were observed for both bellows and toe. They placed the 3rd battery back on the lead and closed the incisions. The rep reported there was nothing else they could do but keep opening batteries and leads and the physician chose to stop and go with this because motor responses were very good. They turned therapy on program 4 in post operative care and the patient felt stimulation at the base of the penis at 0.8ma. They left the patient's stimulation level at 1.0ma on program 4.they were going to closely follow the patient and document their symptom relief in case there was a revision needed in the future. The rep reminded the physician that there was a 1 year warranty on the product.